Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited elevated capture thresholds and decreased sensing. The right ventricular lead was explanted and replaced. The patient was discharged following the procedure.